Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection, redness was noted on the pocket area; the patient was otherwise asymptomatic. It was also noted that the patient had a history of bladder infection. The entire system was explanted. There were no patient complications during the extractions and the patient was in stable condition during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.